Event description:
During a follow-up, decreased pacing impedance, decreased sensing, and increased capture threshold were observed on the right ventricular (rv) lead. A lead dislodgment was suspected but not confirmed. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported events of low pacing impedance, r-wave amplitude variation and unacceptable capture threshold were not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was bent consistent with procedural damage and was clogged with blood/tissue. Unable to measure helix extension length and unable to perform helix mechanism/extension length test due to the damaged helix.